Event description:
It was reported that during an oral procedure, a patient received a minor burn to the lip, no additional treatment was administered. According to the doctor, the burn had healed as of the post-op appointment.

Manufacturer narrative:
The hand piece was received and inspected. The bur guard was melted on the nose cone of the hand piece. This can occur when the bur guard is pushed too far up onto the hand piece and the friction from the nose cone can cause the bur guard to melt.